Event description:
I was given an eye test which showed vision had changed since lasik in 2004 and was told the blurriness was probably cataracts in (B)(6) 2016. So had left eye cataract surgery and an intraocular lens (iol) implanted. Could not see, had blurry vision, etc. A week later on (B)(6) 2016 the doctor did surgery on my right eye even though I told him I couldn't see out of the first eye. Month later dr. (B)(6) states "well this is a real head scratcher, should be seeing by now." He stated looks like I went too far but I think you might have fuchs dystrophy". At that time I was sent to dr. (B)(6) cornea specialist in (B)(6) had fuchs which all cells destroyed when he did the surgery and I them had cornea transplants. Problem was as the first, left eye was healing I still couldn't see, well now they found out that was the wrong iol lenses implanted by dr. (B)(6). Dr. (B)(6) said I shouldn't cut my corneas again. It was too risky. Have also been told not malpractice by local ophthalmologist. As of now, my left eye prescription to read 6.25 and right eye is 7.50, however I can only try to read for 10 minutes before my eyes begin to have severe pain and I get a headache. Thank you for your time.